Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation was unable to be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Return device analysis revealed that the balloon was not ruptured as reported and that the shaft was separated. Additional reported information indicates that correct device was returned for evaluation and the site does not know when the shaft separation occurred.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with al additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid right coronary artery with moderate tortuosity and mild calcification. While deploying a 3.0x18 mm xience xpedition stent at 11 atmospheres, the balloon of the stent delivery system (sds) ruptured and saline was leaking from the distal portion of the balloon. The stent was not fully deployed and the sds (balloon included) was removed from the patient anatomy without any issue. An unspecified nc balloon was advanced onto the guide wire to complete the deployment of the stent and correctly appose the stent to the artery wall. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.